Event description:
During af procedure, soon after the introducer was inserted into the body, blood leakage was noted. There was no air movement into the patient's body and no additional puncture at the vascular access site was needed. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5,d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown.

Event description:
During af procedure, soon after the introducer was inserted into the body, blood leakage was noted. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The event occurred immediately after the sheath was inserted into the body. The event occurred prior to transseptal needle insertion. It is unknown whether there were any resistance felt when the first device was inserted into the hemostatic valve of the sheath. There was no air movement into the patient's body. There was no additional puncture at the vascular access site.